Event description:
A monopolar electro-surgical cable was in use during an endoscopy. When the power was applied, the cable began to spark and burned in two near the end that connected to the generator. No injuries were reported.